Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 5076 lead, implanted: (B)(6) 2006; 4194 lead, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
Evaluation summary: the distal conductor of the lead developed a fracture due to flexing while in vivo, the interior svc (superior vena cava) defibrillation cable was extrinsically fractured due to pulling/stretching, the exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to a cut, and the exposed rv (right ventricular) defibrillation coil became extrinsically fractured due to a cut; partial lead in segments returned and analyzed.

Event description:
It was reported that the patient received inappropriate therapy due to the right ventricular (rv) lead having oversensing, noise, and a slight increase of pacing impedance due to a fracture. During the lead replacement procedure, it was found that the suture sleeve was crimped and there was damage to the insulation under the device. The physician indicated that the damage appears to be from the suture sleeve being too tight. It was also found that the lumen was crimped under the area of the suture sleeve. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event. It was also reported by the patient¿s spouse that the patient has experienced stress and pain for 2 surgeries to remove the broken lead. No patient complications have been reported as a result of this event.